Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Laboratory analysis confirmed the field allegation. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
Boston scientific received information that during a replacement procedure for normal battery depletion when the physician took the device out of pocket, the header came completely off without much manipulation. All the previously implanted leads were operating normally and were able to be reimplanted into new device. It was noted that prior to the change out procedure there were no signs or symptoms of any issues with the device. No adverse patient effects were reported.